Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the a partial lead was returned in two pieces. An external abrasion was noted at 3.8 cm to 4.0 cm from the proximal cut end which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. Surface abrasions were also noted at multiple locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.